Event description:
Describe the event or problem (please provide as much detail as possible): lr [lactated ringer's] bag and tubing were made for a gi [gastrointestinal] procedures patient. Once the piv [peripheral vascular intravenous] tubing was hooked up to the patient and anesthesia went to push medications through it, the meds and fluid started to spray out of the side of the j loop plastic piece that connects into the medication luer lock cap on it. I can see now that it is cracked but this was not noticed at all when priming the tubing. Manufacturer response for smallbore pressure infusion ext set w/ remy microclave clear purple clap rotatin, (brand not provided) (per site reporter). Have you made the manufacturer aware of this problem/issue? If yes, what was their response and when were they made aware? Yes, they were made aware on [date redacted]. Currently awaiting manufacturer response.